Event description:
It was reported via phone call that the customer passed away at home on november 15, 2019. The cause of death was cardiac arrest. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.

Manufacturer narrative:
(B)(4). The customer passed away on november 15, 2019. (In the customer's notes - date of passing: 11/16/2019). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, cracked retainer and faded serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted (B)(6) alkaline battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/22/2019 to 09/08/2019. The pump passed the functional testing.